Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported the patient's device worked initially, but then stopped working, so the patient turned the stimulation off. No patient symptoms were reported regarding this event. If additional information is received, a follow-up report will be sent.